Event description:
Four endeavor sprint rx drug-eluting stents were implanted overlapping in the prox lad (ref MFR# 2953200-2010-02651, MFR# 2953200-2010-02652 and MFR# 2953200-2010-02653). A side-branch occlusion is reported to have occurred during the procedure. In the investigator's opinion the event was probably related to the device and procedure. Pt recovered without treatment and was discharged 4 days after the index procedure.

Manufacturer narrative:
(B)(4). Eval results: occlusion.